Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? End of firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Na. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing the device would not open. It was not on tissue. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.